Event description:
The reporter stated that the surgeon was inserting a toric one piece silicone lens model aa4203tl and the trailing haptic tore. The surgeon cut out the lens to remove the lens with no pt injury. The lens will not be returned since the pt had hepatitis a.

Manufacturer narrative:
Eval: conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) hae been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.